Manufacturer narrative:
Vascular complications (occlusions) are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections.they are related to the accidental injection of the product inside or close to a blood vessel leading to an occlusion or a compression and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling. Please refer to comments section for bibliography.

Event description:
This case happened outside of the us, in (b))(6). According to the received information, the patient has been injected in the tip of the nose with teosyal rha 4 on (B)(6). The day after, the patient experienced symptoms of vascular compromise in the nose with redness and several white vesicules. The injector has been contacted by a medical expert mandated by the italian susbsidiary to provide treatment advices. The patient received 3 injections of hyaluronidase and the injector prescribed a carboxytherapy once a week for the next 3 weeks and also aspirin and antibiotics according to the latest received information, the symptoms are almost resolved. The injecor precised that the nose of the patient is still slightly reddened.